Manufacturer narrative:
The customer reported that after a patient scan a ring artifact appeared on scanned images after the xr29 upgrade. A philips field service engineer (fse) went to the site to evaluate the system. The philips helpdesk instructed the customer to lock the image data for review by the fse and instructed the customer to check all services in the scan field of view (fov) for foreign objects. The customer cleaned the necessary surfaces, ran air calibrations and the ring artifact temporarily did not display. The fse went to the site and inspected the system. The fse confirmed the reported issue, that ring artifacts were present on the image data. The fse visually inspected the system and found a crack in the compensator of the a-plane collimator. The fse replaced the a-plane collimator to resolve the issue. The fse confirmed there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of the artifact. The system is functional and in clinical use. This issue has been determined not to be a reportable event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.